Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad split in two while a nurse was disassembling the impactor. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4 ln; d9; g3; h2; h3; h6.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, h2, h4, h6. Visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and that the face of the cr side had fractured into two pieces. All fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. - reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review, reference (B)(4) and (B)(4), in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.